Event description:
A peritoneal dialysis (pd) patient (pt) contacted customer service support to report the micropore-surgical tape 1x10yds. The patient reported on (B)(6) 2025 with pharm tech (B)(6) stating the micropore paper tape pulls skin off and wants silk or cloth tape. Submitting complaint (B)(4) due to patient following up on status of replacement inquiry. There was patient involvement, the micropore tape pulls patient¿s skin off reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).